Event description:
The patient had revision surgery on his ipg pouch on (B)(6) 2019. The surgery was without adverse events and the patient is doing well. The issue is reported as resolved.

Event description:
The patient complained of being able to easily move the ipg off of the chest wall. The ipg moves and flips when the patient lies on her left side. This was demonstrated to a health professional. Doctor will be scheduling the patient for a pocket revision.